Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 states that this rv lead has intermittent capture threshold at 6.5v@1 .0ms the physician was (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).